Manufacturer narrative:
The reported event, overheating, was not confirmed. During the inspection the service tech, mechanical engineer, and diagnostic engineer were not able to observe the reported comment, and the device met all qip and performance specifications. There was no failure found. The device was not repaired but returned to the customer.

Event description:
It was reported that the system 7 sagittal saw was overheating during an equipment check at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 7 sagittal saw was overheating during an equipment check at the user facility. There was no patient involvement and no adverse consequences associated with the device.